Event description:
It was reported that during a cardiac catheterization procedure, the tip of the rotawire broke off in a small distal branch of the lad. The physician was unable to retrieve. No adverse outcome to pt.